Event description:
The pt reportedly experienced should quality issues and intermittencies followed by a loss of lock between her external equipment and implant. External equipment was exchanged, however, the problem was not resolved. Surgery to explant the pt's device will be scheduled.